Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa and at this time the patients blood pressure decreased. Via echocardiography it was noted that the patient had a perforation at the distal top of the laa and a pericardial effusion. The physician performed a pericardiocentesis. Once the patient became stable the closure device release criteria was checked. The device met all release criteria and was successfully released and implanted in the laa of the patient. Following this the cardiothoracic team arrived and performed a sternotomy to treat the pericardial effusion. The patient's distal tip of the appendage was sutured and the closure device was kept in place in the patient.